Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose in the range of 50mg/dl which was treated with food. Customer also reported that they receive weak battery alert prior to a failed battery test or low battery alert. Customer states that the battery cap was stripped and battery compartment was worn out. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No weak battery alarm noted. Device received with stripped battery cap coin slot. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.